Manufacturer narrative:
The surgical strip was not returned for evaluation and lot number provided is an invalid number; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The device identifier number for this product is (B)(4).

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3014334038-2022-00009. A facility reported surgical strip ((B)(4)) frayed while being used in surgery. No patient injury has been reported.